Manufacturer narrative:
The actual date of event is unknown. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the large volume pump (lvp) module that needed repairs as the device was displaying the error code 242.4030 was confirmed and replicated through testing and log analysis. Internal inspection found the air in line (ail) sensor assembly damaged, with a broken housing, bent rivet, misaligned board, and bent op1 sensor. The suspect pump module was connected to a dchu known-good pcu for functional testing. Upon opening the pump module door, error code 242.4030 occurred. The pump module was disassembled and internally inspected. The air in line (ail) sensor was found damaged, with a broken housing, bent rivet, misaligned board, and bent op1 sensor. The damaged ail sensor was temporarily replaced with a dchu known-good ail sensor for testing purposes. After replacement, the pump module was reattached to a dchu known-good pcu and powered on without errors. Opening the pump module door did not show any malfunctions or errors. A test infusion was performed using the last recorded infusion parameters from 23oct2025. A test administration set filled with distilled water was primed and loaded into the pump module. The infusion ran for approximately 30 minutes without any errors or alarms, indicating normal functionality after sensor replacement. The motor stall ¿ ail assembly issue was escalated via dir# 10000433430. The suspect pump module event and error logs were retrieved from the received device to ascertain programming details associated with the reported incident; however, the concomitant pcu logs were not provided by the facility. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. The device reportedly displayed error code 242.4030, which was confirmed during log analysis. The error log recorded twelve (12) instances of this malfunction between 30 september 2025 and 27 october 2025. On 27 october 2025 at 10:30 am, the event log showed that the suspect pump module was attached to pcu s/n (B)(6) and labeled as channel a. Seconds later, the pcu displayed the reported malfunction. No infusions were recorded during the last power-on session. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The alaris user manual (v12.3) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of error code 242.4030 was confirmed and replicated through testing and log analysis. The malfunction is attributed to damage to the air in line (ail) op1sensor. Inadequate manufacturing procedure (mp) leads the ail op1 infrared/encoder led hitting lvp camshaft encoder flags or motor assembly. As a result, the ail op1 infrared/encoder led would be impacted including solder joint integrity, microcracks or bending. As the lvp devices with these minor defects are used in the field, they will cause system error 242.4030 when the solder joint become open and the op1 infrared/encoder led become flat 180° or fall off (missing). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer reported having a large volume pump (lvp) module that needed repairs. There was no information on patient involvement. The customer later clarified that the lvp was giving a 242.4030 error code.

Event description:
It was reported that the customer reported having a large volume pump (lvp) module that needed repairs. There was no information on patient involvement. The customer later clarified that the lvp was giving a 242.4030 error code.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.